Event description:
It was reported that the patient underwent an anterior fusion (lateral position) at t12-l3 to treat idiopathic scoliosis. It was noticed at a clinic 27 months post op that the anterior rod was broken. The patient reported having back pain. The patient underwent a revision surgery 4 months later. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.